Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique via a small-bore hole prior to an endovascular aneurysm repair (evar) procedure. Initial flushing of the marker lumen with saline prior to use was successful. Reportedly, there was no blood return from marker port on advancement of the first prostyle device into vessel. The suture of a second prostyle device was attempted to be pre-placed; however, the foot plate caught anterior calcium, cuff miss [suture retrieval issue] occurred. There was no difficulty closing foot and the device was removed intact, with no separation noted. The physician opted to perform a surgical cut-down when pre-close failed. The evar procedure was completed. Hemostasis was achieved via cut-down. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.